Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6). Investigation summary: bd received one sample and one photo for investigation. The returned sample failed the visual inspection due to a cocked stopper. The photo depicted a tube with a stopper installed sideways. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper cocked. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿, the stopper was cocked in one (1) tube. No adverse impact was reported regarding the patient or user.